Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardiac monitor exhibited noise oversensing. No intervention was performed. The patient was stable and will continue to be monitored.